Manufacturer narrative:
(B)(4). Typo 4.0x15 mm rx graftmaster corrected to 4.0x16 mm rx graftmaster part number was changed from unk to 1009664 and lot number was changed from unk to 4051271. (B)(4). Evaluation summary: the complaint device was returned and the reported difficult to remove and stretched coils were confirmed via returned device analysis. Based on the visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
Subsequent to the initial report, additional reported information indicates that the 4.0x16 mm rx graftmaster hypotube jacket was separated at the distal end of the strain relief tubing and the physician explained that the separation probably occurred during the attempted removal due to the friction caused by the contrast media. Additional reported information indicates that the site was aware of the balance middleweight (bmw) universal ii guide wire stretched proximal coils distal to the proximal solder and this damage occurred during removal of the 4.0x15 mm rx graftmaster and bmw universal ii guide wire as a single unit. Reportedly, no other issues occurred during use of the bmw universal ii guide wire.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: stent: 4.0x15 mm rx graftmaster, 4.0x28 mm rx xience xpedition. The 4.0x15 mm rx graftmaster and the 4.0x28 mm rx xience xpedition devices referenced, are being filed under separate medwatch reports. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure to treat a stenosed lesion in the circumflex, a 4.0x28 mm rx xience xpedition stent was implanted. A 4.5x12 mm non-abbott balloon catheter was advanced and post-dilatation was performed due to residual stenosis in the proximal tract of the xience xpedition stent. After post-dilatation was complete, at the level of the stent, a perforation occurred with exiting of contrast out of the vessel. A 4.0x15 mm rx graftmaster stent was advanced but could not cross the perforation. The graftmaster was attempted to be retrieved; however, coming back into the common trunk the graftmaster was stuck on the guide wire without any possibility of movement in the common trunk. As it was not possible to retrieve the graftmaster in the guiding catheter, the graftmaster and guide wire were withdrawn from the patient anatomy as a single unit. The procedure was completed successfully by using another graftmaster. There was no reported adverse patient sequelae. No additional information was provided. Return device analysis revealed a balance middleweight ii guide wire was returned back loaded through the graftmaster. The guide wire was frozen in the guide wire lumen. There was blood and contrast on the guide wire coils and on the core. The proximal coils were stretched distal to the proximal solder for a length of .5mm.